Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head. The sample was returned in a display head shipping box with protective shipping packaging and esd bag. Visual inspection of the display head was performed, and no abnormality was noted. The display head was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities was noted on the screen. The system had a normal response to the touch screen and hard keys. Each hard key was pressed multiple times; and no alarms or errors occurred. The screen was successfully recalibrated for both hard key and soft key. Pumping was initiated. All the waveforms and icons were displayed correctly. The pump was left to run for over an hour with no issues. The display head functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "display won't come on after powering the unit on" is not confirmed. The returned display head passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "display won't come on after powering the unit on". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "display won't come on after powering the unit on". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".